Event description:
It was reported that episodes of noise which resulted in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead . The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating diagnostic imaging was performed, which confirmed lead damage. Additionally, the device was reprogrammed.